Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reported low blood glucose symptoms with result of 100 mg/dl obtained on the aviva system. Physician treated the customer with oral dextrose and his low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.